Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. It has been 1 year since the device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, the plastic foreign material found during reprocessing by the customer could not be confirmed. The likely root cause of the presence of the foreign material in the channel could not be determined. The event can be detected/prevented by following the instructions for use (IFU): the IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. The IFU states the preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally the following was found: the adhesive on the distal end was lifting, the up/down and right angle was not up to specification, and the up/down angle play was evident. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope had a plastic substance in the channel. The issue was found during reprocessing. The procedure was completed using the same set of equipment. There were no reports of patient harm.